Event description:
It was reported during in clinic follow up that the atrial lead exhibited decreased p-wave amplitudes. Dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. There were no patient consequences.